Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of juasf406 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (juasf406 ) have been reported from the same facility.

Event description:
It was reported that the statlock allegedly popped open and the patient could not close it. This report addresses the first statlock that the patient had. No patient injury reported.